Manufacturer narrative:
Patient demographics (date of birth) was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is non-compliance with the post-operative protocol and beginning weight bearing too early. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported in a medwatch that the original procedure was on (B)(6) 2013, an open reduction internal fixation of the left lateral malleolus fracture. The patient has stated she has had discomfort when wearing shoes since the beginning. However, she does have a good range of motion. The surgeon decided to remove the plate on (B)(6) 2014 as it appeared that the inferior prong was slightly displaced and seems more prominent than it should be. An x-ray taken on (B)(6) 2014 at post-op visit showed a good healing of the fracture .